Event description:
Per the info provided to co by the physician's office, the device was removed due to "autoinflation." 12/5/96 -upon receipt of the physician/surgeons operative report, it stated: "this prosthesis was not functioning well and the pt had considerable autoinflation." Contained in the description of procedure, it stated: corporeal cylinders were removed. There did not appear to be any fluid leaks. After the cylinders were removed from the pt's body, the pump was also removed in a similar fashion. The cylinders were then deflated completely and after removing the rubber shod from the reservoir end, it was tested and there was a prompt autoinflation of the penile prosthesis, thereby, confirming the diagnosis. Therefore, I elected to remove the entire penile prosthesis." As reported to co, the device was replaced by another MFR's device.